Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy evo o2 device while in use with a patient. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error codes, oxygen blending module (obm) valve failure (e-0081) and oxygen flow drift high (e-0159), were observed in the device's error log. The manufacturer service technician evaluated and determined the system printed circuit assembly (pca) board caused the issue to occur on the device. In conclusion, the device's system pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the three-way solenoid valve was replaced for physical damage which was unrelated to the reportable issue. The device passed all final testing.